Event description:
It was reported right ventricular (rv) lead was explanted due to impedance or more than 3000 ohms which was caused by lead fracture and was confirmed through x-ray. A new lead was implanted. No additional adverse patient effects were reported.